Manufacturer narrative:
(B)(4)

Event description:
The customer contacted philips healthcare to report that the operational check failure and ready for use indicator appeared a red x. There was no reported pt involvement.